Event description:
The technician reported the left head side rail is not latching. The bed was located on the 4th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician investigated and found the center arm assembly on the left hand side rail was dirty and was sticking. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the left head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.